Event description:
It was reported that the patient felt diaphragmatic/nerve stimulation. The right ventricular (rv) lead was revised and remains in use. No further patient complications have been reported as a result of this event.